Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the option-lok male adapter of the tubing sets were connected to the hub of an unspecified IV catheter and were being used to deliver unspecified medications via plum pumps. After unspecified lengths of time, it was reported that the option-lok male adapter of the tubing sets disconnected from the hub of the IV catheters. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper, and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.